Manufacturer narrative:
Patient weight: unknown, information not provided. Ethnicity/ race: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had broken haptic and was removed and replaced from patient eye. There was no medical intervention required. The procedure was completed using another lens of same model and diopter. No further information is available.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: feb 25, 2021. Device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptic and that the lens was received cut in half (only one half received), which is consistent with a lens that was handled during removal and replacement. Fibers were observed on the optic body; however, this can be attributed to receiving the lens stuck to the label of the lens case. Furthermore, haptic damage was observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was confirmed; however, this can be attributed to handling and cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.